Manufacturer narrative:
The pump was returned and analysis found o-ring wear. The catheter (8784) was returned, and analysis found the catheter body was deformed in shape and/or abrasion which did not affect infusion. The catheter (8781) was returned, and analysis observed a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 15-oct-2015, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 02-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen, compounded clonidine, and compounded bupivacaine all with unknown doses and concentrations via an implantable pump for complex regional pain syndrome type 1 and intractable spasticity. It was reported on (B)(6) 2018, the patient reported pain at the pump site and pain at the catheter site greater than two weeks following revision surgery. No action was taken. The outcome was noted as ongoing. The clinical diagnosis was pain at the pump site and pain at the catheter site. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket and lumbar site. The event date was (B)(6) 2018. The patient's weight was (B)(6). Additional information received from a healthcare provider via a clinical study reported the patient was receiving clonidine (500 mcg at 205.03921 mcg/day), bupivacaine (18 mg at 7.38141 mg/day), and baclofen (1600 mcg at 656.12548 mcg/day) via an implantable pump. Additional information received from a healthcare professional (hcp) via a clinical study indicted during a refill on (B)(6) 2019, device interrogation revealed a significant reservoir volume discrepancy where the interrogated reservoir volume (irv) was 11.1 ml and the actual residual volume (arv) was 37ml. Examination revealed the pump had flipped in the pocket, likely kinking the catheter. At refill on (B)(6) 2019, the hcp and patient decided to proceed with system explant as the therapy was not controlling spasticity/ uncontrolled spasticity/ineffective at controlling the patient's spasticity and the patient experienced significant pain at the pump site. On (B)(6) 2019, the entire system was explanted/not replaced secondary to discomfort at the pump site, uncontrolled spasticity, and pump inversion and catheter kinked. The device dispositions were unknown. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was pump inversion and catheter kink. The clinical diagnosis was decreased therapeutic relief and pain at the pump site. The patient's weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID: 8784, serial# (B)(4), implanted: (B)(6), 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the system was returned to the manufacture.